Manufacturer narrative:
The lead remains implanted and no other adverse events have been reported. Efforts to obtain additional details were unsuccessful. This product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting intermittent loss of capture and impedance measurements greater than 2000 ohms. A suspected fracture or lead dislodgement is suspected. No adverse patient effects have been reported.

Event description:
------

Manufacturer narrative:
Additional information was received stating a lead fracture was confirmed and a revision procedure was performed. The lead was explanted and replaced without further incident. The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Upon receipt in our (B)(4) laboratory, a thorough evaluation of the lead was performed. Resistance and pressure testing were performed to assess the electrical continuity and insulation integrity of the lead. Analysis revealed the conductor coils are fractured approximately 35 cm from the terminal pin. The fracture appears to be at distal end of the suture sleeve tie-down area. The damage to the lead could have caused or contributed to the high impedance measurements observed clinically. This product issue will be updated if additional information is received.

Manufacturer narrative:
The lead was subsequently returned for testing. This product issue will be updated when product evaluation is complete.